Event description:
As reported, (B)(6) called to report a defective transfer set that they observed fluid backing into the unused lines on the transfer set during production.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was provided for evaluation. The returned product was visually and functionally tested. The sample was tested for backflow on lines 5, 23, and 24. Each line was individually connected to a water source, allowing water to enter the lines with no backflow observed. The reported defect was not able to be replicated or confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.